Event description:
The patient was implanted with an extended lead vented electric lvad in 2002. In 2003, the manufacturer was informed that the lvad was running in basal rate mode and the lvad system monitor was not displaying any data. The patient swapped the lvad system controller and the lvad returned to the normal rate and the system monitor was now displaying data. The lvad system controller has been returned for analysis. The patient was not injured by this event.